Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that the patient expired. Cause of expiration was noted as "rv failure, renal failure and withdrawal".

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device and obtain additional information regarding the reported event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.